Manufacturer narrative:
.

Event description:
Additional information received: "the laser beam went out toward the front of the cap".

Event description:
It was reported that during a prostate procedure @ 124,008 joules of use and 15:47 minutes, "fiber tip detached." The procedure was completed using a second fiber. Patient outcome "no injuries to the patient" reported.

Manufacturer narrative:
Device available for evaluation updated; device codes added; device evaluated by manufacturer updated; evaluation codes added; product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber tip is not detached; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.